Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer obtained a form of backup insulin therapy.